Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 34 days. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient had a postoperative course notable for right ventricular failure requiring prolonged inotrope use. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct correlation between the device and the reported events could not be conclusively established. The submitted log files captured several transient low flow hazard alarms on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018, associated with the calculated flow decreasing below the low flow threshold of 2.5 lpm. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the submitted data. The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This IFU also explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.